Manufacturer narrative:
Section a2, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: first name/given name/last name/email address: unknown, information not provided section e1: initial reporter telephone number: unknown/information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was cartridge tip crack during the implantation of intraocular lens into patient's eye. It resulted in damage of the lens and there was removal of the lens. There was no delay in treatment or other interventions performed. No further information was provided.